Event description:
It was reported that, during a normal pump replacement on the date of this report, the sutureless pump connector was replaced because the silicone was pulling away from the metal. There were no patient symptoms or complications associated with this event. As of (B)(6) 2014, the patient was doing well. The device system was used to deliver compounded baclofen. There was no indication of patient involvement reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed coring, tears, and cuts in the sutureless connector seal. Leaking was observed during pressure testing.